Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer's blood glucose value was 205 mg/dl at the time of the call. Troubleshooting was performed. Customer states insulin is "squirting out" during the manual prime process. Customer reports the infusion set cannula is bent. The product was not returned for analysis.